Manufacturer narrative:
(B) (4). ( device short). The device was returned for inspection. Electrical short was noticed in the area of the printed circuit board. The manufacturing procedure was revised to include adding a uv adhesive to insulate the printed circuit board face.

Event description:
Following a standard decompression at the l4-5 disc level, the physician pulled the neurolocalization ribbon through the left-sided l4 foramen, applied current to localize the nerve root, and achieved desired responses. The physician then attempted to stimulate the nerve out the right-side of the l4 foramen, but no response was achieved when current applied. The device was returned for evaluation.